Event description:
It was reported that the device was explanted 10 days post implant due to no telemetry and premature battery depletion. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary preliminary analysis found the device had no telemetry and no pacing output. During a programmed charge, a short occurred at a point in the circuit. This short rapidly depleted the battery, causing the loss of telemetry and function. This was determined to be due to a shorted charge transistor.